Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the log file spanned approximately 18 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 20:33, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 3.8v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after the controller was connected to batteries. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided on (B)(6) 2021 stated that per the patient¿s son, he accidently unplugged the power cord from the ac outlet. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Per the provided information, the root cause for the reported event was determined to be user error by disconnecting the ac cord from the outlet. Device history records could not be reviewed due to the serial number of the mpu not being available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ and heartmate ii instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate ii patient handbook section 10 ¿safety checklists¿ and heartmate ii instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate ii left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2021 at 20:33. This was caused by a momentary interruption of the power to the mobile power unit (mpu). The patient accidentally unplugged the power cable from the ac outlet. Education reinforcement was given. The emergency backup battery (ebb) was used to support the system during this event, motor function was not affected.